Event description:
The pt called around 10:00 am on (B)(6) 2010 reporting that he was going to the ER for hyperglycemia on his md's recommendation. On (B)(6) 2010 at 7:00 pm, his blood glucose measured 221 mg/dl. He reported that he had a snack later that night, but didn't bolus for the snack. The next morning at 7:00 am, his bg was "high" (>500 mg/dl), so he administered a 22 unit correction insulin bolus at 7:35 am. Sometime between: 7:35 and 8 am, he removed the device and saw that the cannula was not under his skin and that the device was wet and smelled of insulin. At 8:00 am, he took 60 units of insulin by syringe. At 9:25 am, his bg still read "high" and he took a second injection of insulin (20 units). His md and has been told to go to the ER this morning for high bgs, (probably had high bgs overnight) because they continue this am without impact from either the bolus with the pod or with a syringe. During a f/u call with the pt's wife, she reported that she had checked the viewing window of the device the night before the event (B)(6) and the cannula appeared to be under the skin at that time. She also stated that her husband's md had actually told him to go to the ER immediately if the first manual injection did not lower his blood glucose, rather than waiting two add'l hours. When he arrived at the ER, his bg was 800 mg/dl. He was treated with fluids and an insulin drip and was discharged after about 4.5 hours. He saw his endocrinologist the next day and has been ok since.

Manufacturer narrative:
The returned device was evaluated and found to be functioning as expected. No malfunction or other product condition that could have caused interrupted insulin delivery or contributed to the pt's high blood glucose were detected. The pt reported that the cannula was not under his skin when he removed the device in the morning, though his wife observed it inserted properly the night before. If the cannula had pulled out during the night this would interrupt insulin delivery and this condition would not be able to be confirmed during lab eval. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery." It also advises that, "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."